Event description:
On (B)(6) 2012, column lift/ lower button stuck creating potential for injury when column continued to drive up. Un-commanded up or down is an unsafe condition. When this occurred this morning it resulted in base of c-arm lifting due to the tube "trapped" under the table and column continuing to drive. This is an unsafe condition. No one was injured.